Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately on (B)(6) 2011 between 6-6:30am. The patient reportedly does not take any medications to manage her diabetes and stated that she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed at an unknown time after the alleged issue began, she developed symptoms of 'shaking and sweating.' Despite her symptoms the patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time, the patient was using the correct test strips and the meter did power on during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.